Event description:
During the av fistula declot procedure, the ultra thin balloon dilatation catheter was inflated to a pressure of 18-20 atmospheres resulting in a rupture of the balloon (rbp = 12 atms). The balloon sheared off of the catheter at the arterial anastomosis and traveled to the pt's lung. The physician successfully removed the balloon from the pt's body and no adverse pt affects were reported. The pt's condition was reported as "fine" and the procedure was successfully completed.